Event description:
The customer reported that they rebooted the central nurse's station (cns) and now it is boot looping when trying to go into the software. There was no patient injury reported.

Manufacturer narrative:
The customer reported that they rebooted the central nurse's station (cns) and now it is boot looping when trying to go into the software. Technical support (ts) asked the customer to remove all the usb devices and recorder from the back of the cns. When the customer went to get a screw driver and came back, the cns was back up in the application. Ts advised the customer that the issue may be with the hdds as they haven't been replaced for 3 years. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that they rebooted the central nurse's station (cns) and now it is boot looping when trying to go into the software. Technical support (ts) asked the customer to remove all the usb devices and recorder from the back of the cns. When the customer went to get a screw driver and came back, the cns was back up in the application. Ts advised the customer that the issue may be with the hdds as they haven't been replaced for 3 years. There was no patient injury reported. Investigation summary: as the system was not returned for evaluation, root cause cannot be determined. Boot loops are commonly associated to degraded or failing hard drives. Hard drive failures are likely attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). Pu-681ra serial number (B)(6) was installed at the customer's facility on (B)(6) 2019. Due to the age of the device, the root cause is most likely due to wear and tear on the hdd as it is a mechanical component which can degrade as it is used. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that they rebooted the central nurse's station (cns) and now it is boot looping when trying to go into the software. There was no patient injury reported.